Event description:
It was reported that the patient was referred for vns generator replacement surgery due to an end of service, or eos, status. An implant card was later received indicating that the patient underwent replacement surgery due to pain at the chest and migration of the vns. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently left out "the explanted product has been received by the manufacturer and is pending product analysis.".

Event description:
Generator product analysis was completed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. Due to a disparity between the battery voltage (data in the diagvbat memory locations - 2.787 v) and battery consumption value (data in the diagaccumconsumed memory locations - 22.488%) obtained from the ¿as-received¿ decoder download, the pulse generator was opened. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.987 volts, an ifi=no condition. The battery was removed. The printed circuit board assembly, or pcba, was subjected to electrical testing. Results showed that the pcba failed several electrical tests, including heartbeat verification and supply current during stimulation and off times. There were observed contaminates on the trimmed edge of the pcba. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, another electrical test was performed. Results were then within normal limits. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of specification) for the standby modes of operation, and may have been the contributing factor for the premature battery depletion. The premature battery depletion was reported in mfg. Report #1644487-2018-01211.

Event description:
Follow up with the physician's office revealed that the pain did not occur with vns stimulation on times. The physician's assessment was that the pain was related to the presence of the device and the migration. It was believed that the suture anchoring the vns had broken free. The surgical intervention was reported as for the patient's comfort.